Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.50/+2.0/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.